Event description:
It was reported that a wound drain broke and was discarded by the hospital. According to the report, there was no patient injury and no further complications reported.

Manufacturer narrative:
No sample was returned for evaluation. The incoming quality assurance records were reviewed and showed the component used in the manufacture of this lot number is receive from an external supplier who certifies that the component has been manufactured and inspected according to bard specifications. As a subassembly, q.a. Performs random visual inspections to ensure that there are no tears on drain holes and also perform a break strength test. As a finished good, qa performs random visual inspections for damaged components. The internal rejects records review for the wound drain used in the manufacturing of the reported lot number did not show any rejects related to tensile values. All values within the last two years were above those specified in the international standard for surgical drains. There was no evidence of any manufacturing issues that may have caused or contributed to the reported problem. The instructions for use state the following precautions to avoid the possibility of drain damage or breakage: "additional perforations should not be made in the drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should not be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks".